Manufacturer narrative:
Product event summary - product ID# 429688, a proximal portion was received measuring 7.5 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that there was an alert due to ventricular fibrillation episodes and it was noted that the patient was treated with a shocks. During resuscitation there was no output noted on the pacemaker rhythm and resuscitation stopped after ten minutes and the patent died. The cause of death was reported as ventricular fibrillation-sudden cardiac death with the relatedness to the device reported as unknown. Initial review of the save to disc indicated normal device performance with bipolar pacing not present on the surface ECG. The patient was a participant in the marc study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. - review of the std data parameters revealed normal setting, normal impedances and a normal battery depletion curve. There is no indication of a lead or ICD related performance issue. Preliminary geo conclusion: normal ICD behavior. There is no indication of a device related issue. The pacemaker rate with a "no output condition" can be explained by bipolar pacing not present on the surface ECG. Concomitant products: implantable cardio-verter defibrillator product ID d354trm, implanted: (B)(6) 2012; implantable pacing lead; product ID 407652, implanted: (B)(6) 2012; implantable defibrillation lead; product ID 6947m62, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.